Event description:
It was reported the physician experienced difficulty accessing the patient's epidural space when attempting to place the scs lead ((B)(6)). After several attempts, the physician was able to place the lead; however, the lead had become damaged in the process. The procedure was completed using a new lead. The procedure was extended 75 minutes as a result of the reported event.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.